Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2022, the patient's father reported that his child's infusion set's tubing got detached at the tubing connector when the set was taken out of the box. Moreover, the infusion set was not inserted. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
On 31-mar-2022 an: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4). Event occurred in romania. On (B)(6) 2022, the patient's father reported that his child's infusion set's tubing got detached at the tubing connector when the set was taken out of the box. Moreover, the infusion set was not inserted. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.